Event description:
The reporter stated that they used two sensors, both of which stopped working after three days. Additionally, the reporter mentioned that the second sensor frequently issued alarms indicating high glucose levels. However, upon checking, they found that their actual glucose levels were lower than what the sensor was reporting. Ref report: mw5164444.